Event description:
It was reported that this left ventricular (lv) lead was explanted and replaced due to observations of high pacing thresholds and insulation damage. The whole system was explanted and replaced, and the device follow-up was increased for this patient. The lead was not expected to be returned at this time. No additional adverse patient effects were reported.